Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the introducer needle fractured while in the body. Customer¿s blood glucose level was 230 mg/dl. Customer mentioned that the tape was too sticky and end up breaking the plastic cover of introducer needle. Customer advised to return the sensor and to return introducer needle. The device will be returned for analysis.